Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. Pump monitored for several days and no blank display noted. Pump received with normal operating currents. No damage found on the lcd isolation tape noted. Pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer was assisted with blank display troubleshooting. The customer¿s blood glucose level was in the 400 mg/dl to 500 mg/dl at the time of the incident. Customer declined troubleshooting for the high readings. Troubleshooting did not resolve the issue and display did not return. The customer declined further troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.